Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe with hypodermic needle eclipse¿ had the safety mechanism detach. The following information was provided by the initial reporter: "pink shield disconnect".

Event description:
It was reported that bd syringe with hypodermic needle eclipse¿ had the safety mechanism detach. The following information was provided by the initial reporter: "pink shield disconnect."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: one photo and one used sample without packaging was received by our quality team for evaluation. From the photo, the safety shield was observed to be detached from the hub. The sample was subjected to visual inspection and the safety shield was observed to be detached from the hub. No deformation / damage was observed on the eclipse hub and safety shield. The safety shield was attached back to the hub and then subjected to safety shield inspection to check for hub hook breakage or safety shield fall off / break off. The sample passed the safety shield inspection. The sample was then subjected to activation / locking force test and passed this testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.